Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has a dislocated total hip with constrained liner. The head pulled through the locking mechanism, the poly remained locked into cup. Poly was removed and a new poly was inserted, same as the one we removed. Liner took 25 mins to remove. Doi: unknown, dor: (B)(6) 2021. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Question: please follow up to determine if there is any indication of what caused the 25 minute delay in removing the liner. Answer: it took 25 mins to remove the constrained liner. In the end he broke it apart and removed successfully. Question: is there any indication of what caused the 25 minute delay in removing the liner? Answer: hard to remove. Removal tool sucks in my opinion.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.